Event description:
The facility reported that the pt was on the chair being transferred when the chair collapsed, trapping the caregiver's hand between the chair frame and the bath edge. Injuries to both the pt and the caregiver are not known at this time. MFR.